Event description:
The account alleges that the device has a loss of ground.

Manufacturer narrative:
The technician determined that the power cord plug was wired incorrectly. The technician wired the plug correctly, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.